Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's power supply. Unit was safety tested to factory's specifications.

Event description:
Customer reported the panorama central station's display froze, which may have affected telemetry monitoring. No patient injury was reported.